Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no power off alarm and batteries not lasting as long as they should be. The customer's blood glucose level at the time of incident was 57mg/dl. The customer states that around the battery casing the pump is cracked. The customer was advised the pump would have to be replaced and returned for analysis. No further assistance was provided at this time.